Event description:
The pt had undergone a sling procedure. During the pass of the second needle, the femoral artery was lacerated. A vascular surgeon was called in and the artery was repaired. The pt required 24 units of blood and was sent to the ICU. The pt's leg is fine and their neurological state is normal. The pt does continue to have some repiratory problems but they are expected to resolve.